Event description:
It was reported that an altitude alarm occurred in the past. The customer's blood glucose level was 9.4 mmol/l. Reportedly a new cartridge was loaded, and insulin delivery was resumed.